Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out-of-range (oor) pacing lead impedance (pli) greater than 2,500 ohms. No other reported clinical observations. This patient underwent a revision procedure where the right ventricular (rv) lead was surgically abandoned in the patient and this pacemaker was explanted due to normal battery depletion (nbd). Additional information indicated that the cause of high pli was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.